Event description:
Additional information: it was reported that the patient expired on (B)(6) 2019 due to multi-organ dysfunction. The clinical team cannot conclude that the patient's death was not device related due to frequent episodes of high flows and powers. The patient will not undergo autopsy.

Manufacturer narrative:
Approximate age of device- 6 years, 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted by patient's spouse due to complaint of weakness, confusion, decreased and dark urine, and dry heaving. The manufacturer's technical service representative reviewed the log file and observed intermittent elevated power between 11 and 12.